Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that two of the patient¿s groups would send a ¿big shock thing¿ up their leg even at the ¿smallest amount¿ and their leg is ¿all bent over for maybe like 12 hours¿. The patient stated they have an appointment at the healthcare professional (hcp) for (B)(6) 2019. Stimulation and programming expectations were reviewed with the patient. No further patient complications were reported as a result of this event.